Event description:
An ER tech reported that a <2mm metal burr became lodged in her index finger while handling a radiographic cassette. A physician used a scalpel to create an opening to locate and retrieve the metal fragment. The tech was treated with approx 2-3 suture stitches to close the laceration with no complications.